Manufacturer narrative:
The reported complaint that the autopulse nxt platform (sn (B)(6) performed two compressions, stopped working, and the triangle indicator was flashing was confirmed during the archive review and functional testing. Based on the archive data, the platform stopped compressions due to fault 1300 (fault_no_fans_fun), which caused the alert yellow triangle indicator to flash. The fan is not functional. The fan failure is caused by exposure of the platform to a considerable amount of blood/fluid or cleaning compound, likely while the fan was running. Fluid penetrated the fan and shorted out the fan circuit. The archive data indicated fault 1300 (fault_no_fans_fun), confirming the reported complaint. The ap nxt platform failed the preliminary functional test. Upon powering on the platform to conduct an initial functional test, it was noticed that the fan was not operating, likely due to a shorted-out fan circuit due to fluid ingress, confirming the reported complaint. Additionally, there was an electronic burning smell along with smoke coming from the fan baffle area. Due to the state of the platform, no functional tests will be conducted. The fan assembly was replaced, and the interior of the platform was bio-cleaned to remedy the complaint. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).

Event description:
During a patient event, the autopulse nxt platform (sn (B)(6)) performed two compressions and stopped working. The triangle indicator was flashing. The battery was fully charged prior to the call. Manual CPR was performed and the crew switched to the lucas device. The 46-year-old male cardiac arrest patient expired. After the call, the platform was tested with other batteries, but the issue persists. The customer does not believe the patient outcome was related to the autopulse nxt platform.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.